Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the lead body was slightly curled and the helix was partially extended with slight blood/body fluid noted in the helix housing. Polytetrafluoroethylene was bunched in several places and conductor coil was deformed which appeared the lead was likely passed through a constricted area.

Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted on multiple locations in the heart. Sensing also went to three millivolts after pocket was closed. The lead was repositioned however, difficulty extending the helix was noted and so was not successfully implanted. A new lead was then placed. The rv lead was explanted. No additional adverse patient effects were reported.